Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy (leaflet calcification). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3+ degenerative mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. One mitraclip xtw was placed a2/p2 (anterior 2 and posterior 2 leaflet segments). Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip was deployed to stabilize the first clip and reduce mr. The final mr grade was 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3+ degenerative mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. One mitraclip xtw was placed a2/p2 (anterior 2 and posterior 2 leaflet segments). Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip was deployed to stabilize the first clip and reduce mr. The final mr grade was 1-2.